Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is in progress.

Event description:
It was reported during testing at user facility that the cast cutter does not shut off. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the device is sluggish and doesn't shut off, was duplicated. All the non-conforming parts were replaced along with other preventative maintenance, and the repaired handpiece was returned to the customer after passing the final inspection.

Event description:
It was reported during testing at user facility that the cast cutter does not shut off. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.